Event description:
The stent was place din the cia. The stent was delivered, the balloon catheter was pulled out of the body through the sheath with no apparent issues and then put back into the body through the same 7fr sheath to post dilate the stent. The physician tried to pull the balloon catheter back through the sheath for the second time and the balloon became stuck in the sheath. The balloon was half in the sheath and half hanging out of the proximal end. Physician tried pulling it though and the balloon separated from the catheter.

Manufacturer narrative:
MFR device eval: the catheter was received still within the sheath. The balloon had been withdrawn back into the introducer sheath with the exception of the distal balloon cone prior to separating the balloon from the shaft. There was a slight bunching of the balloon material at the distal end of the introducer sheath and the balloon had a small amount of fluid still left in the balloon cone. There were signs of damage or deformation of the introducer sheath that may have occurred on the first successful balloon withdrawal. The balloon was removed from the introducer sheath and inspected. The balloon had separated from the catheter shaft at the proximal balloon weld area. The shaft appeared to have necked down lightly in diameter. There were no signs indicating that balloon bond was defective. A simulated use bench test was performed using the introducer sheath provided with the return. A new 10mm x 38mm x 120cm catheter (part #(B)(4), lot #1079899515) was advanced over a .035 guidewire and through the returned introducer sheath. This was conducted in a heated water bath at body temperature (37 degrees celsius). After placing the new 10mm x 38mm catheter through the returned introducer sheath, the stent was deployed at the rated burst pressure of 12 atm. The balloon was then deflated and withdrawn back through the introducer sheath. The balloon was able to be withdrawn back through the introducer sheath without substantial resistance. Summary/conclusion: based on the details provided, it is unclear as to why the balloon was unable to be withdrawn back through the introducer sheath. The introducer sheath did show signs of deformation. The lot history record was reviewed and the product met its specs at the time of release to distribution. Product complaints were reviewed and there were no other reports of product problems for the lot. Based on the investigation and record reviews, a root cause cannot be determined.